Event description:
It was reported that when the site sends images to mosaiq from coherence, the reticule is displaced by up to 4mm in mosaiq compare to coherence. Based on the available information, there was no report of mistreatment.

Manufacturer narrative:
Investigation is in progress to determine the cause.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the information provided from the customer and the product. Mosaiq works as designed and intended. The isocenter is displayed correctly based on the receptor translation and image position values. The issue was determined to be a misinterpretation from siemens staff and was confirmed by siemens.